Event description:
A report was received that the patient had an uncomfortable pocket site location. The physician repositioned the ipg pocket site. The patient was reportedly doing well following the procedure. Nothing was implanted or explanted.